Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. The reported event occured during a volumetric test on the pump. Different tube sets were used but still received the upstream occlusion alarm. It was confirmed that clampling, empty bag and kinked set were checked and none of them could be at the origin of the alarm. It was also indicated that the battery was due to be changed but this should not be related to the issue. However the device was not returned for further investigation therefore the root cause of the reported event cannot be identified. This complaint is not confirmed. The trend is normal and reported risk is lower than estimated risk.

Event description:
Upstream occlusion alarm w/no upstream occlusion.